Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty (B)(6) 2019 and then approximately 3 years, 6 months later experienced a revision surgery on (B)(6)2022. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10. Concomitants: 5117448 02-020-11-0260 - truliant ps cem fem ps cem left sz 6. H6. Investigation results: the truliant device with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis. There is no other information available.

Event description:
Revision op report on (B)(6) 2022 postoperative diagnosis: failed left knee secondary to aseptic loosening of the femoral component, arthrofibrosis, and recalled polyethylene insert. Healed midshaft left femur fracture with retained retrograde intramedullary nail. The patient was transferred to the recovery room in stable condition.

Manufacturer narrative:
As a result of additional information received, the following fields have been updated: a2, a3, b5, d1, d4, d10, g4, h4, and h6. D10. Concomitants: (B)(6) - truliant ps cem fem ps cem left sz 6 unknown which devices were implanted-left and right devices provided- (B)(6) - truliant tib fit tray cem sz 6f / 5t (B)(6) - advanced patella 35mm 3 peg implant (B)(6) - advanced patella 35mm 3 peg implant h3: investigation results - the reason for the revision is likely the result of a combination of patient conditions and a traumatic injury resulting in pain, stiffness, and mechanical aseptic loosening of the femoral component. Inclusion of the implanted polyethylene in the packaging recall was reported, however, this does not appear to be a factor in the revision as it was documented that no wear was noted on the explanted tibial insert. However, this cannot be confirmed as the devices were not available for evaluation and no images or radiographs were provided. H7 and h9 should be blank. Updated product is not subject to a recall.